Event description:
The customer contacted stryker regarding preventive maintenance of their device. During evaluation, stryker observed that the device failed to power up properly. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The replaced system and power pcbs assemblies were returned to stryker product analysis center (pac) for further investigation. The pac technician was unable to duplicate the reported issue. Therefore, a root cause for the reported issue could not be determined.

Event description:
The customer contacted stryker regarding preventive maintenance of their device. During evaluation, stryker observed that the device failed to power up properly. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and verified the reported issue. The stryker fsr replaced the device's system and power pcbs assemblies to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.